Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three hundred ninety-eight non-physiologic senses were recorded post atrial lead warning on 16-jul-2011. Twenty nine thousand eighty-eight low impedance paces were recorded post lead warning on 16-jul-2011.

Event description:
It was reported that the patient presented with complaints of dizziness and nausea that had occurred over a few weeks. A holter monitor was worn and the results were negative. An atrial lead warning occurred for low impedance. Noise and oversensing were observed during isometric and provocative testing. It was further reported that there was a lead insulation problem. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.